Event description:
A friend and I started a membership at (B)(6) and it included gym tanning and massage table. I tanned 3 times in one day cause the guy at counter told me I could, I just walk in anytime guess that they call it that but I got sun poison really bad. Been peeling baby blisters and they told me all wrong. I called other salons and they said you only supposed to tan once within 24 hour time period but I did not know I'm young and just getting started. I am very upset and I could not work out or tan no more cause it been bout so they charged me for months that I couldn't even move! I may try to get a lawyer and sue but if they take beds out or just do gym instead or train employees better. Dates of use: (B)(6) 2017. Diagnosis or reason for use: tanning bed, excema, prevents acne, arthritis, etc, healthy. Is the product compounded: no. Is the product over-the-counter: yes. Event abated after use stopped or dose reduced: no.